Event description:
Report received of an adverse event subsequent to the device being removed from patient use. The patient was status post surgery for a colon resection in 2002. On the following day at 11:59am, the patient was placed on a continuous epidural infusion of fentanyl 10mcg/ml and bupivacaine 0.1% in an unspecified amount of normal saline. At an unspecified time that day, the patient returned to surgery due to dehiscence of patient's abdominal incision. The pump was initially programmed at a rate of 8ml/hr. The infusion rate was reportedly titrated down to 6ml/hour and then to 5ml/hr before being discontinued at 10:33pm on that same day. The next day, at an unspecified time, the patient coded and was transferred to ICU where patient was placed on life support. The customer reported that there was no indication that the patient received too much narcotic prior to the arrest. The patient subsequently expired after the patient's family reportedly requested patient be removed from life support. Although requested, no additional information was available.